Event description:
The manufacturer received information from a third party service center alleging an issue with a ventilator's pressure. The device was not in patient use. During the evaluation of the device at the third party service center, the exhalation porting block was found to be missing. The exhalation porting block is a customer-replaceable item. The device's exhalation porting block was replaced to address the issue.